Event description:
It was reported that during implant, the lead helix jumped out suddenly instead of extending smoothly. The lead was removed and the procedure was completed with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The helix was able to be extended and retracted within specification. (B)(4).